Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date - (B)(6) 2011, inratio - 1.6, lab - 4.2. Therapeutic range: 2.0 - 3.0.